Manufacturer narrative:
Main voltage of foot pedal is too low ((B)(4)).pcb holder changed 2 times, main pedal changed 5 times & stopped surgery, hence can be concluded as reportable. Information suggests this occurred during surgery required transfer of the patient to another unit for completion of the surgery. This is a delay and placed this patient at risk. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer ((B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6) 201 there is no information that reasonably suggests patient injury occurred. All available information has been disclosed. This complaint has now been closed.

Event description:
They stop the surgery and transfer the patient. Pcb holder charged 2 times, main pedal changed 5 times . Fop error blockage during surgery. In a review the information reasonably suggests that this patient was undergoing surgery when the incident occurred and the patient was transferred to another unit for completion of the surgery. All information has been disclosed.